Manufacturer narrative:
I received an error message on ack3 when attempting to the 3500a pdf form submit through the esg nextgen usp portal on july 2nd 2025 and contacted the esg help desk on july 3rd. After additional attempts I was unable to submit. After correspondence with mdrthelpdesk@FDA.hhs.gov I have drafted the 3500a form in esubmitter to then submit through the nextgen esg portal.

Event description:
During a procedure involving in-stent venous recanalization of a long-occluded segment from the common femoral vein to the ivc, the user employed two powerwire rf guidewires (one straight and one with a 30-degree angled tip) without interchanging between them. Most of the initial advancement was performed with the straight wire, which successfully navigated approximately three-quarters of the occlusion from a jugular approach. When difficulty was encountered in progressing through the inferior portion of the occlusion, the angled wire was introduced to rendezvous with the previously advanced straight wire from below and continue recanalization. The angled wire was used to deliver at least 10 radiofrequency (rf) pulses prior to device failure. The iliac vein portion was traversed successfully. Difficulties arose near the stent, the powerwire intermittently failed to deliver rf when in close proximity to or in contact with the stent. The operator noted that rf activation near the stent often failed, requiring wire repositioning to briefly regain rf functionality. Eventually, with careful manipulation (pushing without simultaneous rf activation), the wire was advanced through the stent wall without activating rf. Fluoroscopy confirmed the wire had traversed the stent wall. Upon attempted retraction, the wire exhibited increased resistance. A clinical decision was made by the operator to torque and pull the wire until it released back in to the vessel, subsequently detaching the distal portion of the wire, which remains in the soft tissue outside the vessel wall the operator torqued and pulled the wire until it popped back into the vessel. A portion of the wire was reportedly displaced or caught in the tissue during this retrieval. After wire removal, attempts to re-activate rf energy were unsuccessful, with the generator displaying errors. Upon removal, fluoroscopy confirmed the wire tip was visible inside the patient. The extracted wire lacked its distal tip. The operator was not concerned that the powerwire tip was left within the soft tissue outside the vessel. The generator displayed errors consistent with activation failure (potentially due to contact with metal or low impedance). Based on user feedback, the device ceased functioning after stent contact, with inability to deliver rf. The damaged pw was replaced, and the procedure was successful. There was no discernable damage, no fracture occurrance to the stent, and no adverse events post procedure.